Event description:
It was reported the ipg has migrated within the pocket thus is causing the patient pain. The patient denies any previous falls or trauma. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was repositioned within the same pocket. The issue is resolved.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.